Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 72 mg/dl on (B)(6) 2013 at 12:45 pm. Caller states his glucose is normally 125 mg/dl - 135 mg/dl. No adverse event reported.